Manufacturer narrative:
Device evaluation: the inspection revealed that the motor is defective. This is caused by wear and tear. The defect should have been noticed during the inspection required by the IFU prior to use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, error code e19 was observed. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).